Event description:
A us distributor reported that an electrode belt was displaying a service code 204 (belt/monitor unusable) and gel leak alarms.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, gel leak) was due to contamination found on j702, j703, and j704 jumpers on the distribution node (dn) pca board, causing the communication error. The was gel leaking from the front and rear-1 therapy electrodes, causing the gel leak alarms. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.